Event description:
The complainant reported that the physician performed a therapeutic implant of the vaxcel implantable port into the breast (vena jugularis) of a female pt (age unk) in 2006. Approx fourteen days later, the same breast area of the pt appeared red and swollen. The complainant reported that the physician has attributed the redness to a localized reaction in the pt due to the chemotherapy agents. The device has not been explanted and the pt is reported to be currently at home.

Manufacturer narrative:
This device has not been received by this MFR, as it has not been explanted from the pt; consequently, an evaluation has not been performed. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.